Event description:
A system alarm occurred during two consecutive routine hemodialysis treatments. Clear fluid was observed. The operator chose not to perform rinseback, resulting in an estimated blood loss of 190cc for each treatment. The patient was re-started on epogen. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The disposable cartridge's were discarded and not returned for evaluation. The reported leaks cannot be confirmed. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff has been notified.